Event description:
Customer states: during use on a patient at hospital, a nurse confirmed drops accumulated in the inflation line during the intubation and it prevented the flow of air from the cuff. The customer confirmed replacement of the tube was required. Customer confirmed no patient harm. Pre-test was done.